Event description:
The pt reported that, while trying to clear an 01 (empty cartridge) message on her insulin infusion device, the display screen of the device went blank. To troubleshoot, the pt was instructed to remove the batteries and check the expiration date which was 03/2007. The pt had no other batteries, so replacement batteries were sent. On follow up, the pt stated she received the batteries but the screen of the device was still blank. The pt stated she is in the process of upgrading to a new infusion device and will remain on her back-up device until the process is complete. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.